Event description:
The 10mm unimax endocatch bag was deployed by the surgeon in the correct way and the bag failed to free itself from the device. Surgeon then had to remove the port with the bag system attached and physically cut the [invalid] patient was not injured. Lot: 6252409145.